Event description:
Received implantation of surgical mesh for right inguinal hernia repair for military service connected injuries. After procedure, an internal infection began to include mrsa and streptococcus agalactiae (group b) which manifested initially as a small painful pimple about 3 inches from the surgical incision site and situated on the inner leg/thigh. Abdominal, scrotal and testicular swelling then occurred within 5 days of the pimple like onset. Subsequently I was hospitalized for almost a month with 8 days in i.c.u and was given oral and intravenous courses of antibiotics. Only the right side or surgical side of my body was initially affected, but after discharge from the hospital, I began to develop painful busters in my nostrils. I have now been convincing from my initial surgery for almost 2 years and just finished another course of antibiotics for the past 20 days. This is my fourth set of antibiotics since discharge from the hospital. I suspect that the surgical mesh is at fault. Sterilization issues.